Event description:
The customer contacted olympus to request in-service for the clinical staff regarding their rhino-laryngo videoscope. While onsite the endoscopy support specialist (ess) observed incomplete cleaning process. This report is being submitted for the malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
On january 28, 2022, the ess reported the staff is only cleaning and disinfecting insertion tube and not completing leak test. The ess completed reprocessing in-service covering precleaning, leak testing, manual cleaning, and disinfection and covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the incorrect reprocessing likely occurred from the user not following the instructions for use. The specific root cause of this event could not be determined at this time. The following information is stated in the instructions for use: "1.4 precautions [warning]: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.